Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. Three sensors with unknown serial numbers have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: a customer reported that two freestyle libre 2 sensors failed after using them for 9-12 days, and one sensor failed to activate after insertion. There was no report of any medical event or third-party medical intervention due to the reported issues with these three sensors. Based on the information provided, there was no report of serious injury associated with this event.